Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year post-operative CT showed the presence of a potential type ia and/or type ii endoleak in the presence of significant juxtarenal angulation and calcium in the seal zone. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported aneurysm growth and infect aorta was determined to be unknown/undetermined. A clinical assessment showed that the device did not likely contribute to this event. The left groin infection within 30 days of the repair procedure is reflective of a procedure-related harm. The negative sequelae was also exacerbated by the complexity of the repair procedure due to the patient's pre-existing femoral anatomy. Off-label or cautionary product use conditions could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).